Event description:
It was reported that during surgery for a fractured right hip, the helical blade didn't go through the nail. It is possible that nail was received broken, but that was not verified before going into the surgery. There was a ten to fifteen minute delay in the procedure. A nail with a different diameter was used to complete the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials and weight are unknown. Additional product code: hwc. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.